Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of will not cut/dull. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 310.221 lot # f-26083 manufacturing site: (B)(4). Release to warehouse date: 24.jan.2019 supplier: synthes gmbh expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that during the procedure, at the time of drilling, a lack of edge was evident in the edges of the cannulated bits, generating this discomfort to the specialist. There was no way to give a solution about it and we had to work with these drill bits without edges. It was possible to complete the surgery successfully, without affecting the patient and without alterations in the surgical times.